Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported damaged vessel locator ring was confirmed as the vessel locator wings were broken. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after an interventional superficial femoral artery procedure. The starclose se clip was successfully deployed. Reportedly, during withdrawal of the starclose se device, it was observed that one of the starclose se vessel locator wings was damaged and not it its normal shape. The starclose se clip achieved hemostasis. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Subsequent device analysis revealed that the starclose se vessel locator wings were broken and one vessel locator wing was separated at the distal ring. All the parts of the starclose se locator wings were returned.